Manufacturer narrative:
No device or photos were received; therefore the condition of the components is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient's stem was revised due to pain, osteolysis and pseudo tumors.